Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). One week prior to the loss of osseointegration, redness was observed at the implant site and the patient applied antibiotic cream.